Event description:
In 2006, kinetikos med, inc., was informed of the planned explant of a viper distal volar radius plate implant system from a female pt owing to pain. The surgery was performed on an unidentified date later in the month. The explanted components were returned to kmi for evaluation in 2006. No product defects or non-conformities were found.